Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens implant procedure the leading haptic stuck to the backside of the iol and wasn't detached for a while during insertion. The surgery was completed since the haptic sticking has been removed. The lens still remains in the patient's eye. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device was returned for analysis. No iol returned. The device was returned in an opened blister tray inside the product carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Iol was not returned the complainant indicates the use of non company ophthalmic viscosurgical device as a viscoelastic which is not qualified for use with the associated product. Returned video shows procedure of an intraocular lens (iol) implantation with company preloaded device. However, only the nozzle is visible in the video, and the remaining device is not shown. Additionally, the steps related to device preparation and activation are not demonstrated. The device (nozzle only) comes into picture when the iol is at the pause location. It is observed at the pause location that the leading haptic is folded behind the optic. The iol is inserted in the eye. The leading haptic is observed to be under the optic, the iol and trailing haptic unfold within a few seconds. The leading haptic remains stuck to the optic. Surgical tools are use to pull the haptic at the gusset area in an attempt to free the haptic from the optic posterior, these attempts are successful and the haptic slowly unfolds. The video ends with the iol implanted. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company lens haptics adhering to the posterior optic surface following delivery with the company preloaded device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).